Event description:
Alleged the head hi/low function is slowly drifting down. The bed is in the ICU with a patient. The patient was not injured.

Manufacturer narrative:
After replacing the head hi/low cylinder and multiple valves, the technician replaced the hydraulic manifold to repair the bed.